Event description:
A thermitight procedure was performed (B)(6) 2013 to pt's neck and both angles of her mouth. On (B)(6) 2013 the pt contacted the surgeon's office to report facial swelling, edema of her face and upper eyelids, redness and/or small burns at the right angle of her mouth on the upper lip. On (B)(6) 2013, the surgeon noted, "impression: lymphatic drainage interruption causing edema, thermal heating may add to the edema. Nerve damage occurred to right buccal branch causing weakness at the right angle of the mouth." Antibiotics were prescribed and a second procedure was performed (B)(6) 2013, avoiding the area of nerve damage. Surgeon told pt the nerves would regenerate over time. (B)(6) 2014 was the last month the surgeon saw the pt. No further contact was made to inquire about resolution of the injury.